Manufacturer narrative:
Instrument logs were evaluated as part of the complaint investigation process. On site assessment of the operation and function was conducted by a leica field svc engineer (fse) on (B)(4) in relation to the initial complaint. The fse found the retort filter, the line to retort a and the rotary valve clogged with wax. The fse dismantled, cleaned and re-assembled the retort a filter, lines and the rotary valve. Subsequent performance tests completed satisfactorily, the lab replaced the liquid reagents and the instrument returned to use. The fse attended the lab in response to the further complaint on (B)(4) 2011. The results for the performance tests conducted were satisfactory, instrument logs were downloaded and the wax in wax baths 3 and 4 was replaced after the baths and wax lines were cleaned, because a significant amount of debris was found on the bottom. A leica field support specialist (fss) who also attended the customer site, observed that there was no reagent change threshold set for the cleaning reagents, reagent bottles 3 to 5 inclusive labeled as 85% ethanol actually contained 50% ethanol, the instrument was not well maintained and staff required training. The fss set the reagent change threshold for the cleaning reagents, advised the lab to replace the reagent in bottles 3 to 5 inclusive and scheduled user training. A number of other aspects of instrument configuration differ from the MFR recommendation. While there is empirical physical evidence to suggest a leaking retort wax valve, no fault could be identified conclusively. Applications support including review of specimen preparation techniques pre and post processing may be informative.

Event description:
On (B)(6) 2011, leica microsystems received a complaint from (B)(6) regarding a failed protocol started on (B)(6) 2011, which was associated with a drain timeout error and sub-optimal tissue processing for a portion of the tissue samples involved, using peloris tissue processor serial number (B)(4). Leica microsystems had previously received a complaint from (B)(6) on (B)(6) 2011 indicating that reagent would not drain from a retort, and a drain timeout error requiring svc was displayed for the same peloris tissue processor (serial number (B)(4)). The complainant did not indicate that any tissue was at risk on this preceding occasion.